Manufacturer narrative:
The investigation of the provided logfiles showed that sporadically during trolley reconnection to the main unit system is not ready for radiation. This happens due to lack of signal expected from image chain after reconnection of the trolley to the main unit. A system reset is necessary in this case to bring the system back into operational mode. A customer safety advisory notice (csan) informing customers about this malfunction was released by siemens. This csan contained information advising users not to disconnect and re-connect the trolley if the system is immediately needed. The malfunction was resolved by a software update va20. This corrective action was reported under c&r report (B)(4). This report was submitted july 5, 2016.

Event description:
According to the information received from a siemens service engineer, the cios alpha system could not be used during vascular surgery for approximately 10 minutes. There are no injuries attributed to this event. No other information was provided regarding this case. The reported event occurred in (B)(6).

Manufacturer narrative:
The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted may 12, 2015. (B)(6).